Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose value. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.